Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample with a cobas 8000 c702 module. The initial result was 132.4 mg/dl. The result was reported outside of the laboratory and questioned by the doctor. The repeated result was 85.8 mg/dl. The reagent lot number was 56374601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and a frequent occurrence of abnormal sample aspiration & sample short errors were found. The investigation is ongoing.

Manufacturer narrative:
Precision testing results were acceptable. The gear pump head was replaced in 2018. The gear pump pressure was noted to be between 210 to 340 kpa. The gear pump pressure needs to be >300 kpa. The investigation determined the service actions resolved the issue.